Event description:
It was reported that the lead polarity switched and now the unipolar impedance is higher than the bipoloar impedance. There is sensing in the unipolar mode, but no sensing in the bipolar mode. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.